Event description:
Customer reported that the usb port on their pump was damaged, preventing it from being plugged in. There was no information provided regarding the customer's blood glucose level at the time of the event. The customer was instructed to return the pump, which is expected to be checked upon its return, and a replacement pump with a new serial number was arranged.